Manufacturer narrative:
Two months later, the lead was removed from service and successfully replaced. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
The patient stated that his physician is aware of the issue. The lead was subsequently explanted. Boston scientific cannot confirm the reported clinical observations as the lead was not returned for testing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information from this patient that this left ventricular (lv) lead had dislodged and was exhibiting loss of capture. The patient stated that the lead has been programmed off for now and the lead will be repositioned in march. The patient stated he has blood clots and believes they are due to the implant of this lv lead.